Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Due to suspicion that patient was experiencing limb ischemia as well as return of pulse pressure with weaning, the physician opted to remove impella and start the patient on levophed. It is unknown if the actions resolved the limb ischemia. No further information was provided.

Manufacturer narrative:
F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-12378 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-12378 in accordance with updated procedures. H6 component code and investigation conclusions revised from the initial submission in accordance with updated procedures.